Event description:
N/a.

Manufacturer narrative:
Cerelink icp probe was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined, however, the possible root cause for this issue reported by the customer could be due to excessive pressure applied to product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a cerelink microsensor was placed on (B)(6) 2022. The initial icp was 3 with a crisp waveform. When the patient arrived in the neuro ICU, the icp was -10 and the waveform was flat. Patient did not experience any signs and symptoms due to negative reading. The nurse was instructed to disconnect the sensor for 30 minutes, then reconnect to the monitor while it is on battery power. The patient was taken to CT scan (unrelated to this event) and when it was reconnected upon the patient¿s return, the icp was positive and the waveform had returned. Upon drop off from the or the ICU nurses and staff were all wearing gloves. The device was removed in the operating room on (B)(6) 2022, this was part of the patients plan of care and not related to the malfunction and was discharged home on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.